Event description:
The manufacturer's representative reported that the patient presented to the emergency room with "very mild withdrawal symptoms." The patient was experiencing chills, increase in pain and spasms. The patient was oriented and responded well. The pump contained morphine 30 mg/ml and baclofen-unknown concentration. The daily dose of morphine was 21.99 mg/day; unknown dose of baclofen. The reservoir was noted to be empty. The pump had started alarming on 11/11; the patient presented to the ER and the pump was refilled on that day. Following pump refill, the patient was "fine" and returned home.